Event description:
It was reported that post implant the patient had a hematoma. A pocket revision was required as vascular surgery found the bleeder causing the hematoma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 implantable pacing lead, implanted: (B)(6) 2013. A 4047 competitor implantable pacing lead, implanted: (B)(6) 2010. A 4469 implantable pacing lead implanted: (B)(6) 2005. (B)(4).